Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3777-60 lot# serial# (B)(4) implanted: (B)(6) 2009 explanted: (B)(6) 2017 product type lead product ID 3777-60 lot# serial# (B)(4) implanted: (B)(6)2009 explanted: (B)(6) 2017 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) and a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator (ins) for rsd/causalgia-complex regional pain syndrome. It was reported that the patient¿s scs (spinal cord stimulation) system was explanted. The rep did not have any further information. Follow up was conducted.